Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and discoloration, missing parts or design irregularities could not be found. The graduation marks on the shafts were clearly visible. The inspection of the yellow control cuff did not reveal any irregularities. A leakage test, as well as inflation and deflation testing, was performed with the returned device. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test, it could be inflated and deflated easily, without any difficulty and did not show any leakages or irregularities. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. It was found to be within specification. No material or manufacturing failures were found.

Event description:
The customer alleges that the cuff would not inflate properly during pre-testing. The device was being tested for use in a veterinary hospital. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff would not inflate properly during pre-testing. The device was being tested for use in a veterinary hospital. No report of a patient injury or harm.